Manufacturer narrative:
The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The haemonetics field service engineer that evaluated the machine ran and completed diagnostic and functional tests. Unit was noted to have been within manufacturer specification and ready for use. No problems/defects observed with the unit that would compromise fit, form, or function. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On (B)(6) 2022, haemonetics was notified of a (B)(6) female donor fatality on (B)(6) 2021 from a suspected heart attack. A death certificate is not expected and it is unknown if an autopsy was performed. Donor has donated since (B)(6) 2019. Donor had donated 20 times in her lifetime, with the last donation on (B)(6) 2021. There were no significant information or reactions noted on the last date of donation. Vitals were normal on date of last donation. On donor's last donation the donor was an under draw due to no flow and a high pressure return after a re-stick. Donor's red blood cells were returned and no reactions occurred. Review of chart noted history of normal physical examination, along with recent normal lab and test results. However, donor was noted to have an out of limit total protein on (B)(6) 2021 of 9.1g/dl. Temporary deferrals were noted for being a lapsed donor twice, red blood cell loss and an out of limit total protein. No other significant medical information was noted in the record. There were no device errors or issues with the disposables noted during the donation. No further information from the reporter is expected in this case.